Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. The patient was hospitalized for approximately one week for the event. The patient was treated with unspecified oral antibiotics (does, frequency, and duration not reported) for peritonitis. The patient recovered from the peritonitis event. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date was not provided; the event was reported to have occurred in (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.